Manufacturer narrative:
The failure investigation has been completed. Based on the analysis, the alleged issue could not be verified.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the customer received a cartridge alarm (cartridge alarm 19) with a cartridge during the load process. Customer's blood glucose level was not impacted. Reportedly, the customer inspected the old cartridge that caused the alarm and claims there was a piece stuck inside the clear section of the cartridge. The customer was able to load a new cartridge successfully, and resumed insulin.